Event description:
Procedure type: lap gastric banding. According to the reporter: the needle broke prior to insertion into tissue (prior to first pass).

Manufacturer narrative:
It was found, during the eval of the prod, that the jaws were slightly misaligned, which contributed to the reported condition.